Event description:
It was reported that this right ventricular (rv) lead was presenting noisy signals and loss of capture, however no fracture was observed. This lead was surgically abandoned and was replaced. No additional adverse patient effects were reported.